Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the cannula was blocked and leakage occurred from sleeve with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: it is reported that customer experienced a clog with the non-patient needle and leakage from the sleeve.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa, common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the cannula was blocked and leakage occurred from sleeve with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: it is reported that customer experienced a clog with the non-patient needle and leakage from the sleeve.